Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscpic inguinal hernia repair with mesh implantation, when securing the mesh to the abdominal wall, after difficulty loading a reload, the surgeon cycled the device so the paddle was vertical. The surgeon then attempted to tack the mesh inside the patient and the device continued to misfire. None of the tacks were able to be fired normally from the device. Another tacker was opened to finish the case. There was no patient harm.